Manufacturer narrative:
The calibration and qc were acceptable. The field service representative found the gear pump pressure was off. He replaced the common gear pump head, the sipper valve, and other various parts. He also made adjustments and performed a precision test. The customer performed calibration and qc and the results were within specification. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect k for gen.2 results for 1 patient sample on a cobas 6000 c (501) module. The initial result was 4.87 mmol/l. The repeated result was 3.87 mmol/l. The repeated result was performed on another analyzer. The repeated result was believed to be correct. The results were not reported outside of the laboratory. The electrode lot number and expiration date were requested but not provided.